Event description:
At about 6 months after the primary, revison surgery performed due to infection. The insert was revised. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15-mar-2023 lot 1902497: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.